Event description:
It was reported prior to starting a da vinci si procedure the small clip applier instrument had a broken tip. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Instrument was returned and evaluated. Engineering observed both clip appliers are broken. The broken pieces were not returned with the instrument. Engineering concluded the damage is likely due to misuse/user error. Additionally, a frayed pitch was observed, though not reported by the site. The frayed pitch cable was located at the distal clevis hub. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.